Event description:
The patient was undergoing a coil embolization procedure in the left middle meningeal artery using penumbra smart coils (smart coil), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted four smart coils in the target vessel using the microcatheter. While advancing another smart coil through the microcatheter to the target vessel, the physician experienced resistance and kinked the pusher assembly of the smart coil. Subsequently, while attempting to retract the smart coil from the microcatheter, the smart coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed from the patient. The physician then determined via angiogram that no additional coils were needed; therefore, the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed kinks on the pusher assembly, and that the embolization coil was detached from the pusher assembly. If the smart coil is advanced against resistance, damage such as kinks may occur. Subsequently, if the device is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed additional kinks on the pusher assembly, and the embolization coil had offset coil winds. This damage was likely incidental to the complaint and may have occurred during packaging for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.